Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the power supply failed. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received advising that there was no loss of mechanical or manual ventilation. This is not a reportable malfunction. This event is not reportable.